Manufacturer narrative:
Hose was replaced to fix the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during pre-use checkout, ventilator had leakage and no pressure is built up in the system. There was no reported patient involvement.